Event description:
Short power blips occurred in the facility due to weather conditions, but power was restored almost immediately. Several harmony lights either lost controls or reset to unacceptable levels during surgical cases. In order to resolve this problem, a reboot of the light controls was performed.